Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely failure of the led (light emitting diode) unit may have resulted in error e105, and flickering image may have been caused due to failure of printed circuit (dx) board. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited illumination lamp error e105 and displayed flickering image. There was no patient involvement.